Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than a tubal ligation, she forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A47947) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than a tubal ligation, she forced to undergo a major surgery as a result of her essure implants. Discrepancy noted in essure confirmation test performed. Previously reported as hysterosalpingogram done. In current follow up reported as patient didn¿t undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received, reporters information updated, patients demographic updated, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than a tubal ligation, she forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown and the weight increased and nausea had resolved. The reporter considered abdominal pain, bladder disorder, nausea, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: surgery was much more complicated than a tubal ligation, she forced to undergo a major surgery as a result of her essure implants. Discrepancy noted in essure confirmation test performed. Previously reported as hysterosalpingogram done. In current follow up reported as patient didn¿t undergo essure confirmation test. Plaintiff received treatment for pain, psych injury, bladder/urinary problem, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter information added. Event : abdominal pain. Psych injury, bladder/urinary problem, nausea, weight gain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included kidney stone in 2010, uterine bleeding, cramps menstrual, polypectomy, tubal ligation, bacterial vaginosis, infection, vaginal odor, back pain and body mass index. Concurrent conditions included abdominal cramp, post coital bleeding, biopsy, endometrial polyp (associated with secretory), vaginal discharge, endometritis, headache, dizziness, leg pain, depression, heartburn and anxiety. Concomitant products included atenolol, isotretinoin (apex-isotretinoin) since 2008 and phentermine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and depression ("psychological or psychiatric problem: depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), dysmenorrhoea ("dysmenorrhea") and pain ("lower left side pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, dysmenorrhoea, depression and pain outcome was unknown and the weight increased and nausea had resolved. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, nausea, pain, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: surgery was much more complicated than a tubal ligation, she forced to undergo a major surgery as a result of her essure implants. Discrepancy noted in essure confirmation test performed. Previously reported as hysterosalpingogram done. In current follow up reported as patient didn¿t undergo essure confirmation test. Plaintiff received treatment for pain, psych injury, bladder/urinary problem, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 10.7 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: medical records received, new reporter and patient historical, concurrent condition added and follow-up 5 and 6 processed together. On 9-dec-2019: medical records received, new reporter, patient demographic information, patient concurrent condition ,concomitant medication new event dysmenorrhea, psychological or psychiatric problem: depression, lower left side pain, essure confirmation test(s) conducted, specify no were added. Follow-up 5 and 6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A47947) inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: surgery was much more complicated than a tubal ligation, she forced to undergo a major surgery as a result of her essure implants. Discrepancy noted in essure confirmation test performed. Previously reported as hysterosalpingogram done. In current follow up reported as patient didn¿t undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.